Manufacturer narrative:
H.6 investigation summary customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results.see h.10

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) that there as a molecular false positive. The following information was provided by the initial reporter: did the patient suffer any clinical consequences? -- as previously stated, there has been no clinical impact. We have today noted a problem of false positive detection of candida tropicalis by molecular biology (fa bicd2 panel) with bd vials lot 3110075 haer dcp 2024-01-24 and 3138181 exp 2024-02-20. We completed our investigations by carrying out a bcid2 fa panel test on : 1 uninoculated ae flask from batch 3138181 exp 2024-02-20 (file n°2307250277): positive for candida tropicalis (late amplification CT=24.4 - fireworks software).

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) that there as a molecular false positive. The following information was provided by the initial reporter: did the patient suffer any clinical consequences? -- as previously stated, there has been no clinical impact. We have today noted a problem of false positive detection of candida tropicalis by molecular biology (fa bicd2 panel) with bd vials lot 3110075, haer dcp 2024-01-24 and 3138181 exp 2024-02-20. We completed our investigations by carrying out a bcid2 fa panel test on : 1 uninoculated ae flask from batch 3138181, exp 2024-02-20 (file n°2307250277): positive for candida tropicalis (late amplification CT=24.4 - fireworks software).